Event description:
It was reported that the external pulse generator (epg) displayed an error message. Technical services explained the error message (self-test error) and emailed the explanation to the caller on how to restore the epg. The epg remains in service. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.